Event description:
It was reported that the customer had issues with the insulin pump. The drive support cap was loose and the customer attempted to push back in. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.